Event description:
It was reported that the outer cover did not detach properly from the needle while using the bd micro-fine¿+ pen needles. The following information was provided by the initial reporter, translated from (B)(6) to english: the pen needle was not detached smoothly from the pen.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.